Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s): when the customer performed both tests correctly with 4 drops in the sample well. Both test cassettes showed a red line next to the t-line, nothing next to the c-line. Customer said there was no control line visible. The customer was able to send a picture of 1 of the 2 test cassettes.